Event description:
It was reported, the patient experienced the stimulation turn on and off quickly 2 to 4 times. The patient stated, the stimulation was strong during the event and it knocked him to the ground which caused an injury and he bled. The sjm representative met with the patient, and reprogrammed the system to lower the settings. The patient was advised to turn the system off using the programmer rather than the magnet to ensure the system was off when needed.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.